Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported nav ring not functional and values would jump without input. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) confirmed the reported nav ring not functional issue, but could not duplicate the values jumping without input. The fse replaced the nav ring to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 10jul2020 b4: (B)(6) 2020 h11: the manufacturer¿s field service engineer (fse) replaced the front bezel and the reported problem was resolved. H10: the front bezel was returned to the navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:31mar2021. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.